Manufacturer narrative:
Batch review performed on 03-jan-2020. Lot 179451: (B)(4) items manufactured and released on 09-apr-2018. Expiration date: 22.03.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-primary 02.07.0410sf tibial insert std fixed size 4 / 10 mm (k090988) lot. 174620. Batch review performed on 03-jan-2020. Lot 174620: (B)(4) items manufactured and released on 29-nov-2017. Expiration date: 22.03.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-primary 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 177769. Batch review performed on 03-jan-2020. Lot 177769: (B)(4) items manufactured and released on 07-feb-2018. Expiration date: 04.01.2023. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection 1 years and 4 months after primary, the pathogen is unknown. The surgeon performed a washout and revised the poly, femoral component and tibial tray. The surgery was completed successfully.